Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation sheath on the tip of the unit melted. Further, a backup unit was used and the procedure was completed. It was further reported that this happened after the third use and the unit broke easily.

Event description:
It was reported that the insulation sheath on the tip of the unit melted. Further, a backup unit was used and the procedure was completed. It was further reported that this happened after the third use and the unit broke easily.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. Past complaints involving this product and this reported failure have been primarily caused by: insufficient parameters at solder process and/or solder fatigue due to higher temperatures used in sterilization process. However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.